Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 192 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to a battery tube connector not properly plugged in. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.